Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a loose grip cable at the grip hub. Additional observation(s) not reported by site: the instrument was found to have hairline cracks on grip input shaft axis 7. Additional observation(s) not reported by site: the instrument was found to have a cracked clamping pulley of input axis 6 and axis 7. The cracks resulted in loss of tension of the correlating grip cables in the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium large clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the medium large clip applier instrument will not articulate correctly. There was no reported injury.